Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis identified a device with a little clear fluid that appeared to be intact, no holes or valve damage observed, and labeled as the right side.

Event description:
Device has been explanted and discarded after surgery.